Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during vna check, it was noted that the patient was experiencing bradycardia and their blood pressure was low. The patient was transported to the emergency room; ER staff noted pacemaker failure and the patient was in bradycardia with long pauses. Patient was taken to catheterization laboratory and a temporary pacemaker wire was inserted. Upon device interrogation in the ccu, the right ventricular lead exhibited loss of capture, loss of sensing and high pacing impedance. It was noted that the lead impedance had been steadily rising since (B)(6) 2018. The device was reprogrammed and the temporary pacemaker wire was left in place until lead replacement. On (B)(6) 2018, the chronic lead was left in place and the device was programmed to pacing off. A new system was implanted on the right side as there was no venous access on the left side. The patient was in stable condition prior, during and post procedure.